Event description:
This device is a replacement device for our catheterization lab, so it was difficult for the doctor to decide if this is a defective product or if it is hard to use because we haven't used it before. But the problem with the product was specific to the catheter in this pack, the replacement pack. The catheter is more of a pigtail and we are used to a straight wire, so it was very difficult to get the catheter to track over the wire. The problem occurred when after the lesion was pre-dilated, after some manipulation, the drain would not cross due to poor support of the wire. They removed and attempted to replace the dilator and more dilations were done. Still no fluid was obtained, so after they manipulated the catheter some more they were able to obtain some fluid. After getting that far, the patient's pressure dropped and the echocardiogram showed a large tamponade. The patient's outcome was fine. A post-surgical procedure was performed to suture tamponade.